Event description:
Inbound. Patient reports cadd flow stop cassette would not run on either pump without causing a no disposable alert, another cassette was placed and ran with no alarms. Shipped lot number 4220003 and expiration 11/24/2026. No further details given.